Event description:
It was reported that the patient had an infection at the ipg pocket site. As the result, the patient was placed on antibiotic therapy. The infection has resolved. Therapy has been confirmed.